Event description:
Needle breakage occurred during abdominal hysterectomy procedure extending surgery approx. One hour to locate and retrieve needle piece. Co's internal control number is: 9630176-00.